Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are 12 units in stock. We have received 126 closed samples for analysis. Tightness test to the closed samples received has been performed and the units are tight. Monosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of monosyn was proved. Nevertheless, there are risks (side effects) associated to the use of monosyn® suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use of the product: "as for all sutures after implantation a transient inflammation, temporary irritation and infection at the wound site may occur occasionally. Existing infections may occasionally be enhanced by any foreign body. An occasional wound dehiscence and granulation may not be excluded." Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375.

Event description:
It was reported that there was an issue with monosyn violet suture. The customer (veterinarian) informed that since this lot has been used approx. 80 % of the horses had infections after suturing. Suture used for skin suturing. Infection appeared from 7 to 14 days after surgery. Animals recovered. No additional information received.